Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. However from the event description it is a possibility that suture was tensioned with excess force resulting in suture bridge on the anchor breaking. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Additional information received on jan 17, 2017 cannot confirm the lot number for this product. The lot number is being updated to unknown and the UDI is updated below. (B)(4). Depuy synthes has been informed that the lot number is not available.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Expiration date is not available at the moment.

Event description:
The sales rep reported via phone call that the customer's healix dt br anchor with orthocord failed during a rotator cuff repair due to the implant breaking down at the suture bridge. When the suture was pulled to tighten; the suture broke and came out of the implant. The case was able to be completed by drilling a new bone hole and using a new like implant. The broken implant remains inside of the patient, no additional debris. The bone quality was good, not too hard. The sales rep was not present during the case but reported that there were no adverse patient consequences. There was a 10 minute delay in the procedure to drill new hole and place new implant. The device is inside of the patient and will not be returned for review.